Event description:
It was reported that there was an issue with the touchscreen responsiveness of a pump, where the screen turned off too quickly despite having the correct timeout setting. There was no adverse impact to the customer's blood glucose level. The customer was instructed to adjust the screen timeout setting and test it again, but the problem persisted. Technical support decided to replace the pump and confirmed that it was under warranty. The customer was advised to return the faulty pump using a prepaid label within 10 days and acknowledged understanding of how to put the pump into storage mode. The customer will continue using the current pump until the replacement arrives.